Manufacturer narrative:
(B)(4). The event of anaplastic large cell lymphoma was initially reported via easr on (B)(6), 2010, with the adverse event term code of cancer. An update to our safety database for this reported event notes that the term code has been changed from cancer to lymphoma-alcl due to increased specificity. Seroma was reported at that time also. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/ chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. Based on info reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan's and other manufacturers' breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a mufti-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Use care in subsequent procedures such as open capsulotomy, breast pocket revision, hematoma/seroma aspiration, and biopsy/lumpectomy to avoid damage to the implant shell or valve. Any postoperative evacuation of hematoma or seroma must be conducted with care to avoid breast implant contamination, or damage from sharp instruments. The use of microwave diathermy in patients with breast implants is not recommended, as it has been reported to cause tissue necrosis, skin erosion, and extrusion of the implant. Allergan has not tested the in vivo effects of radiation therapy in patients who have breast implants. The literature suggests that radiation therapy may increase the likelihood of capsular contracture, necrosis, and implant extrusion. Patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. Reconstruction: main reasons for reoperation through 5 and 10 years: implant malposition year 5 rate= 3.2%, implant malposition year 10 rate= 3.8%.

Event description:
Health professional reported left side device removed due to pt's report of "swollen and tight feeling." Health professional noted "a yellow, clear fluid was drained" and pathology showed "cytologic features consistent with atypical cells." Upon removal, device was noted to be "upside down" and "the left breast capsule had malignant cells that were focally infiltrating the capsular surface with associated necrosis." Pathology results confirm anaplastic large cell lymphoma, "strong positive for cd30+.